Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 30 mg/dl and the customer had lost consciousness. Customer regained consciousness and customer's parent transported customer to the emergency room (ER). Customer was monitored. No treatment was administered. After 4 hours, customer left the ER feeling normal. Bg was 250-300 mg/dl. Customer¿s healthcare provider advised adjusting the night basal rate and tandem technical support assisted the customer with making the changes to the pump settings.